Event description:
The rptr states doing back to back blood glucose tests, a minute apart, in a fasting state. Rptr's results were 117, and 317 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr verified that rptr had been cleaning rptr's meter with alcohol reviewed proper procedure during troubleshooting. Rptr checks the confirmation dot and compares with color chart. Rptr reported a control solution test result was in range, 130 (94-141). No harm was alleged.